Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the proximal section of the stent was pushed distally from the proximal markerband and bunched. The mid-section of the stent received minor damages and the distal section of the stent appeared to be opening with an indication that positive pressure was applied to the balloon. Stent damage most likely occurred when the proximal part of the stent got caught with the distal edge of the guide catheter during withdrawal attempts. The tip was visually and microscopically examined and no damages were noted. The balloon cones were reviewed and it appeared as if the balloon was partially inflated as stent opening was evident at the distal end of the balloon. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found that the outer shaft polymer extrusion was broken at approximately 28mm distal of the hypotube/mid-shaft bond. It was also noted that the shaft polymer extrusion was stretched at the guidewire port entrance extending approximately 1mm distally. This type of damage is consistent with excessive force being applied to the delivery system. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that removal difficulties were encountered and shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. After placing a guide catheter, a 3.00x20mm promus element ¿ drug eluting stent was advanced to treat the lesion. However, the stent was stuck into the guide catheter. Upon removal of the devices, the shaft broke. The broken parts were removed with a snare catheter and the procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that removal difficulties were encountered and shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. After placing a guide catheter, a 3.00x20mm promus element ¿ drug eluting stent was advanced to treat the lesion. However, the stent was stuck into the guide catheter. Upon removal of the devices, the shaft broke. The broken parts were removed with a snare catheter and the procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.